Event description:
Prior to an implant procedure, it was noted that the device went into backup mode. The device was not implanted and a new device was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Analysis performed after reloading the product code revealed normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The device image revealed code corruption, which caused the device to revert to backup operation. This was consistent with a failed product code download attempt. The reported event of backup operation was confirmed.